Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint reported that the edge of molded skin barrier injured the outer membrane mucosa of stoma of the end user. According to the reporter, this caused minor bleeding, but no medical treatment was given. The product was kept in use per the end user's request. The end user was cured without problems. Because it was a mild scar in the mucosa, the physician observed the progress. No further details were provided.